Manufacturer narrative:
Upon reassessment of the reported event based on additional information. This product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00483. Explantation date is planned for (B)(6) 2021. Medical products: tmj system right standard mandibular component 45mm / 7 hole, part# 24-6545-int, lot# 694600. Tmj system right fossa component, small, part# 24-6562-int, lot# 559670 unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the right side due to screw loosening. The implants will be replaced with a custom device. No additional patient consequences have been reported.